Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's experienced low blood glucose (bg); an exact value was not provided. Bg was addressed with the customer eating a snack. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.